Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip opening while locked and mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was noted to be challenging due to patient anatomy. One clip was advanced to the mitral valve and successfully deployed. No additional clips could not be placed as mean pressure gradient was noted to be 6-7 mm/hg. The sgc was removed and following removal, the clip was noted to have opened about 35 degrees but was noted to be stable on both leaflets. The physician was not satisfied with the result as due to rise in mean pressure gradient, an additional clip was unable to be placed to stabilize the implanted clip and to achieve desired reduction in mr. The procedure concluded with mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported opening of the clip while locked or mitral stenosis. The reported poor image resolution was due to patient anatomy. Mitral stenosis is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported mitral stenosis. There is no indication of a product issue with respect to manufacture, design, or labeling.